Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom sola system. A patient with a cochlear implant reported pain during examination. The procedure was continued and completed without delay. It was later reported that the patient underwent surgery in order to replace the cochlear implant. At this time, there is no clear indication that the patients injury was caused by the system. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The upper limit for the static field gradient for used implant (ci522) is 20 t/m; the maximal static field gradient of magnetom sola is 6 t/m. Therefore, no magnet failure mode could be detected that was able to cause significant changes of the static magnetic field gradient of an MRI scanner. For the implant ci522 there is an upper whole body sar limit of 1 w/kg. Analysis of the dicom header information showed that four times, this limit has been exceeded significantly: meas#3: 1.43 w/kg, meas#4: 1.77 w/kg, meas#5: 1.48 w/kg, meas#10: 2 w/kg, meas#11: 2 w/kg. It must be noted that the scanner is only specified to control sar in either normal operation mode (including 2 w/kg whole body sar) or first level operation mode (including 4 w/kg whole body sar). It is not specified to control 1w/kg whole body sar as requested by for the implant. There is no obvious causality of device heating leading to device movement. It would have to be assessed to which extent heated tissue may loosen the fixation. The exceeded device-specific sar limits prove that at least some of the restrictions imposed by cochlear in their guidelines had not been followed for this examination. In addition, the cochlear guidelines mention "device movement" as a potential risk of performing MRI examinations with cochlear nucleus implants. No system malfunction is recognizable and the system works as specified. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the system.